Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the explant of a fidelis lead, the lv lead (4194), was "adhered" to the fidelis lead. Upon separating the leads, the insulation of the 4194 lead appeared to be damaged and the physicain decided to replace it with a new lead. The leads were not returned. No patient complications have been reported as a result of this event.